Event description:
It was reported to philips that the system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system was unable to boot. After reviewing log file fse found the suite pc did not operate. Upon troubleshooting fse found that the suite pc software was corrupted. To resolve fse reloaded the software. After reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.